Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient expired. Patient presented for a routine device implant procedure for sick sinus syndrome. After placing the rv lead patient suddenly lost their underlying rhythm and physician suspected this was due to hyperkalemia. Lead had normal electrical characteristics when pacing. Upon fluoroscopy imaging, heart was not pumping and cardio-pulmonary resuscitation (CPR) was performed immediately and an echo was performed which looked normal. There is no known allegation from a health professional that suggests the death was related to the lead or the placement of the lead as there was no perforation and it is unknown why the patient¿s response and deteriorating occurred so suddenly. It was reported that the cause of death is unknown. The atrial lead was normal capture characteristics and the device paced at high outputs during the CPR episode. Leads remain implanted. No further information is available at this time.